Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer needed assistance with programming his replacement insulin pump. The customer's blood glucose level was 475 mg/dl and 5ll mg/dl at the end of the call. Customer treated his blood glucose level manually with an injection. Insulin pump will not be returned or replaced. No additional information provided.